Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. Evaluation summary it was caused due to an excessive force applied on the cmos cable. In addition, we confirmed that the suction channel buckle; however, it is not related to the alleged complaint. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Led with malfunction. The leds begin to light up when the plug is connected to the processor. The on / off switch for the light on the processor is off.